Event description:
I am (B)(6) (sister). He had hip surgery on both hips. They had to replace the hips. He was in such pain, and torment. I need to know if he could get money for his pain and suffering? I am his personal representative. (B)(6) was not his spouse at all. Please call me or mail me the decision. Description of procedure: after operative consent was obtained, mr. (B)(6) was brought to the operating room, placed in the supine position upon the operating room table. Following the introduction of adequate general anesthesia and the administration of 1 dose of IV vancomycin, he was positioned on the hana table with both lower extremities in longitudinal suspension without traction. The right lower extremity was prepped and draped in the usual standard fashion. A longitudinal incision was made over the anterior lateral aspect of the proximal thigh and careful subcutaneous dissection allowed for exposure of the tensor facia lata. That was divided longitudinally and the tfl muscle was retracted posteriorly. The ascending branches of the lateral femoral circumflex vessels were identified and treated with the aquamantys and then divided with the bovie. The capsule was opened as a t capsulotomy over to the anterior lip of the acetabulum, and the level of the femoral neck cut was selected fluoroscopically using the long tip bovie to mark the level of the cut. The femoral neck was cut, and the head and neck segment were removed. The acetabular retractors were inserted and the labrum was excised circumferentially. The acetabulum was reamed from 46 mm up to 53 mm with 20 degrees of anteversion and 45 degrees of abduction. Once a good bleeding bony surface was achieved in the acetabulum the trial acetabulum was impacted until there was good fit, and it was well positioned radiographically. The trial shell was removed and the final acetabular component was impacted until it was well seated and well fixed and well positioned radiographically. The +4 mm polyethylene liner was inserted and locked into place after 2 screws were placed through the cup into the posterior superior quadrant. The femur was then exposed by extending, externally rotating and adducting the leg. The box cut osteotome was used to lateralize the starting point, and the femur was sequentially broached up to a size 10 broach. After the hip was reduced with a standard neck and -2 head, the leg length were noted to be unequal with the right, the operative side being slightly longer, several mm longer than the left, so the hip was dislocated. The broach was impacted another 6mm or so, and then a calcar planer was used to remove the bone at the calcar until it was flushed with the component. The hip was re-located with the same trials and noted to be 1 or 2 mm long in comparison to the opposite side, but the stability was good and the component position of both the acetabulum and femoral components was acceptable. So the hip was dislocated. The proximal femur was exposed, and then the final component was impacted into the femur until it was well seated on the calcar. The femoral head was applied to the morse taper and impacted until it was well fixed. The hip was copiously irrigated before the final re-location, and final images demonstrated the components to be well positioned. The wound was copiously irrigated. The capsule was repaired with interrupted 0 vicryl sutures. The tensor facia lata closed with 2-0 vicryl. Skin was closed with staples followed by a sterile dressing. Mr. (B)(6) tolerated the procedure well and was transferred to the recovery room in stable condition. Same patient as report number mw5038851.